Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 12 month product complaint trend data for the period (sep 2019 through aug 2020) was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
The battery not been replaced and is unknown when the customer will order the battery. Three (3) good faith efforts (gfes) to obtain the relevant repair and iabp status related to this complaint issue were made to the customer. However, despite our best efforts, customer has not responded to any of our gfes. If additional information is provided, we will submit a supplemental report.

Event description:
It was reported that the engineer went to the hospital to maintain the equipment and found that the bottom of the screen showed that there was no usable battery for the no. 2 battery (the no. 1 battery can be used normally) after the machine was turned on, and the no. 2 battery was changed to the no. 1, showing that the no. 1 battery was not available. After repeated attempts, the defective battery cannot be used and charged. The failure occurred in the daily maintenance of the machine. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that the engineer went to the hospital to maintain the equipment and found that the bottom of the screen showed that there was no usable battery for the no. 2 battery (the no. 1 battery can be used normally) after the machine was turned on, and the no. 2 battery was changed to the no. 1, showing that the no. 1 battery was not available. After repeated attempts, the defective battery cannot be used and charged. The failure occurred in the daily maintenance of the machine. There was no patient involvement and no adverse event was reported.